Manufacturer narrative:
Information relevant to field was inadvertently entered into on initial medwatch; added information in correct field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time, as it is still implanted in the patient. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an x-ray taken on (B)(6) 2016, revealed a broken plate. The plate was initially implanted on (B)(6) 2015 and the surgeon reported that x-rays taken approximately two months after implant showed that the plate was still intact at that time. The surgeon further reported that the plate broke after bone fusion, so he plans to leave the plate implanted at this time. The patient is currently not suffering any adverse effects or symptoms due to the broken plate and the surgeon does not feel it is affecting the healing process. The surgeon may explant the plate in the future to avoid infection or if the patient wishes to have it removed. (B)(4).